Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/15/2016 with the following findings: during investigation, the keypad was found to be intact and all the buttons were responding to presses. There was no contamination found under the contacts. The original complaint was unable to be duplicated. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the ok button was under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.